Event description:
A follow up call was made and the customer reported having trouble with her transmitter. The blood glucose reading was 123mg/dl. The customer stated that she did not treat in time and the threshold suspend did work in the occurrence of the low. Then the customer called back and stated that she teaches and her glucose level dropped. The customer went to see the school nurse and she was treated with a shot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.